Manufacturer narrative:
Pc (B)(4). Date sent: 02/12/2020. The lot was not provided; therefore, the manufacturing records evaluation could not be performed. Additional information was requested, and the following was obtained: did the patient experience a post-op device malfunction? No. Patient experiencing bloating. Did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing? -no did the patient require revision surgery or hardware removal? Yes. Facility name of original implant: b)(6) hospital. Was device explanted? True. Hardware/explant removal due to: bloating. Did patient require revision surgery? True. If yes, date of revision surgery: (B)(6) 2020. Reason for revision surgery: address reflux symptoms. Patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)? No. Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown. Patient doing well after surgery is the patient part of a clinical study unknown.

Event description:
It was reported that the doctor was doing an explant on (B)(6) 2020 because he thought the stomach had slipped up through the linx device. The patient was presenting with bloating symptoms. The doctor indicated a different doctor had scoped the patient on thursday. The second doctor indicated the patient maybe just had a recurrent hernia. The linx was in the correct position. The stomach did not herniate through the linx. The stomach did herniate into the mediastinum. The first doctor said that it was difficult to reduce but was able to do it. The first doctor removed the linx device and gave the patient a wrap.